Event description:
The customer reported a rem failure which indicated a patient returned electrode pad was connected when there was not.

Manufacturer narrative:
(B)(4). The device was received and the investigation was able to duplicate the customers reported issue. The investigation identified four capacitors and one transformer in the rem circuitry as the failure. The capacitors and transformer on the psrf (power supply radio frequency) board were replaced. The generator was calibrated and cycled tested for two hours without failure.